Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: review of the black box showed several unexplained power on reset events and multiple power on reset events associated with ¿cs052/cs054¿ alarms. The returned battery cap was able to fit to maintain electrical connection. Cap contacts measurements were evaluated and determined to be within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were successfully performed. The pump was exercised for 24 hours without power interruption, errors, alarms or warning occurring during the investigation. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pumps interior components. Investigation did not duplicate the ¿intermittent power¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked from the threads down to the case seal on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin to the patient. There was no indication that the product caused or contributed to an adverse event.